Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture and undersensing which were able to be recreated with arm movements and when the patient breathed deeply. However, daily measurements were stable. Also noted were fluctuations of the r-waves ranging from 17 millivolts to 1 mv during testing. Boston scientific technical services discussed possible reasons and suggested a chest x-ray to evaluate lead position. Further information indicated that the lead was shown to have moved into the outflow tract under fluoroscopy. The rv lead was repositioned and normal follow up was planned thereafter. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.